Manufacturer narrative:
The product complaint analysis team has completed its investigation of device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, and trigger engaged with precock, yes; nose shroud cracked/broken, no; staples in nose, yes(3); staples in track, yes(16). Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the rpt'd instrument's staples "device jammed after the fourth firing" during surgery occurred possibly due to a rotating head housing weld which had yielded. The instrument was received with a yielded rotating head housing weld and with three staples jammed in the cartridge nose. The rotating head housing weld to yield or if the yielded rotating head housing weld caused the staples to jam in the nose. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported during a bilateral laparoscopic hernia repair while using the ems stapler the surgeon fired one staple into cooper's ligament and the surgeon reports the device would not fire again. A new ems stapler was opened and used to complete the case without incident. There was no consequence to the patient.